Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer also reported via phone call that the plastic pieces broke off of the reservoir. Customer's blood glucose value was unknown. The device will not be returned for analysis.